Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte sds device with no original packaging. The sds device with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. There was contrast visible in the guide wire lumen. There was one strut in the third proximal row was flared/bent back distally. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Lesion characteristics, clinical factors and patient impact are unknown. While placing the 2.25x16mm taxus liberte the stent strut 'peeled up'. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Lesion characteristics, clinical factors and patient impact are unknown. While placing the 2.25x16mm taxus liberte the stent strut 'peeled up'. No patient complications were reported and the patient's status is fine.